Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other 20/30 indeflator referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the left anterior descending artery with mild tortuosity. A 20/30 indeflator was connected to a 3.0x15 mm non-abbott stent system. The indeflator was inflated to 10 atm and the black ring was released to open the lock and pull the handle out to induce negative pressure. The indeflator was inflated again to 12 atm, the black ring was released to open the lock and pull the handle out but the handle of the indeflator was cracked and detached. The indeflator was removed and replaced with a new 20/30 indeflator which was inflated to 12 atm, and the black ring was also released to open the lock and pull the handle out but the handle was cracked and detached. Finally a third 20/30 indeflator was successfully inflated to 14 atm and used to continue post dilatation of the non-abbott stent. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The broken handle was able to be confirmed however the cracked handle was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.